Event description:
It was reported that the intra-aortic balloon (iab) catheter was inserted without difficulty. The intra-aortic balloon pump (iabp) was in use 30-90 minutes prior to the event. After an unspecified amount of time the iabp had an alarm of "helium loss" and also "drain damage". The pump continued to work but the hospital didn't report any blood in helium tubing. The next day the hospital inspected the condensation bottle and found clotted blood in the bottle. It was also reported that there was difficulty in removal of the iab catheter from the sheath (probably due to clot formation inside the balloon membrane). The iab catheter was finally removed without any problem from the patient. Blood in line was observed after removal of the iab catheter and during use. There were alarms for helium loss and drain damage but according to the hospital the pump continued pumping. The patient outcome has been reported in "good recovery". There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarm is confirmed. A puncture to the bladder, consistent with contact from a sharp object, was found on the bladder membrane which caused the helium loss alarm and allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the bladder leak is undetermined, but a potential cause of how the catheter came into contact with a sharp object is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter was inserted without difficulty. The intra-aortic balloon pump (iabp) was in use 30-90 minutes prior to the event. After an unspecified amount of time the iabp had an alarm of "helium loss" and also "drain damage". The pump continued to work but the hospital didn't report any blood in helium tubing. The next day the hospital inspected the condensation bottle and found clotted blood in the bottle. It was also reported that there was difficulty in removal of the iab catheter from the sheath (probably due to clot formation inside the balloon membrane). The iab catheter was finally removed without any problem from the patient. Blood in line was observed after removal of the iab catheter and during use. There were alarms for helium loss and drain damage but according to the hospital the pump continued pumping. The patient outcome has been reported in "good recovery". There was no report of patient complications, serious injury or death.